Manufacturer narrative:
Na.

Event description:
Customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using the stago neoplastin reagent. At 8:35 am on (B)(6) 2018, patient 1 was tested by fingerstick on the meter and the result was 4.8 inr. Patient 1 had a lab test within 10 minutes and the result was 3.3 inr. At 9:23 am on (B)(6) 2018, patient 2 was tested by fingerstick on the meter and the result was 4.8 inr. Patient 2 had a lab test within 10 minutes and the result was 3.1 inr. At 1:35 pm on (B)(6) 2018, patient 3 was tested by fingerstick on the meter and the result was 5.9 inr. Patient 3 had a lab test within 10 minutes and the result was 3.8 inr. Patient 1 has a therapeutic range of 2.5-3.5 inr. Patient 2 has a therapeutic range of 2.5-3.5 inr. Patient 3 has a therapeutic range of 2.0-3.0 inr. Patient 1 had their coumadin dose held for one dose until the lab result was received and then adjusted based on the lab result. Patient 2 had their coumadin dose held for one dose until the lab result was received and then adjusted based on the lab result. None of the patients have antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no symptoms of high inr, no new illness, no diet change and they are not anemic. Patient 1 and 2 have not had any medication changes. Patient 3 recently stopped taking a cholesterol medication. There was no allegation of an adverse event. Retention test strips (304973) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.